Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they experienced "problems working around certain equipment such as welders, tsh (thyroid stimulating hormone) monitors and certain radio transmitter towers". It was further reported that the patient experienced problems while sleeping on their side. The icm remains in use. No patient complications have been reported as a result of this event.